Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt reported negative dysphotopsia. The lens was exchanged. Add'l info has been requested.

Manufacturer narrative:
The prod was returned for analysis and was verified to have signs of handling. One haptic was bent in the gusset region. The anterior optic surface was scratched. The optical resolution was acceptable; focal length reading was 20.25 equaling a 19.5 diopter. While we were unable to determine the origin of the damage, our observations reasonably suggest the damaged is not mfg related. The prod history records were reviewed and all documents indicate the prod met release criteria. There have been no other complaints rec'd in the lot #. Add'l info was requested 03/24/2008, 04/04/2008 and 04/07/2008 by mail, fax and phone. A completed questionnaire has not been rec'd. This report was mailed to FDA on: 04/24/2008.